Event description:
It was reported that during implant, the device was connected and immediately noted oversensing. Shaking the device and lead manipulation caused oversensing. Loss of capture and spiking impedances were also noticed. The device was disconnected and tested through an analyzer which found nothing wrong. When the device was reconnected to the programmer the problems persisted. The test was repeated at least three times, suggesting possible grommet damage. The doctor was decided to use a new device. The second device was hooked up and oversensing was noted for a few beats then nothing. The impedance measurements on the second device were initially high then stabilized. The second device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found.